Event description:
A customer reported to baxter (B)(4) of an interlink basic vented set in which while administering immunoglobuline from a bottle, the nurse had to continuously open and close the duovent in order for the medication to flow to the IV set. Customer said this seems to be happening frequently lately. The process step is during use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.